Manufacturer narrative:
An invalid lot number was initially provided, and attempts to obtain a correct lot number were unsuccessful. Complaint conclusion: it was reported by a healthcare professional that resistance was encountered when advancing the enterprise stent (enc452212/10526642) through the microcatheter and the deltapaq coil (cdf10015230/unk) could not be detached during a stent assisted coil embolization procedure of a left internal carotid ophthalmic aneurysm. The deltapaq coil could not be detached using an enpower detachment control device and an enpower cable. A pre-deployment electrical check had been performed. A low battery light or a fault light was not seen during the case. Upon pressing the power button, all lights did not illuminate, but the green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate and the audible signal did not beep. All connections appeared to fit properly without application of excessive force. The coil was exchanged with a new one and it was detached. For the enterprise resistance, the physician withdrew the enterprise stent and successfully deployed a new one. The enterprise did not appear damaged and an adequate flush had been maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was no report of patient injury or procedure delay due to the events. The products have been discarded by the customer since the patient has hepatitis. Product file (B)(4): the deltapaq was not returned for analysis. An invalid lot number was provided, and a correct lot number could not be obtained; therefore, a DHR could not be performed. The failure to detach the deltapaq coil and the resistance between the enterprise and the microcatheter could not be confirmed without product return for analysis. The root cause of the events could not be determined; however, procedural/handling factors may have contributed to the events. There was no evidence of a manufacturing issue related to the events; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
UDI: lot number unknown: (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that resistance was encountered when advancing the enterprise stent (enc452212/10526642) through the microcatheter and the deltapaq coil (cdf10015230/unk) could not be detached during a stent assisted coil embolization procedure of a left internal carotid ophthalmic aneurysm. The physician withdrew the stent and successfully deployed a new one. The 4th coil (complaint coil) could not be detached. The coil was exchanged with a new one and it was detached. There was no report of patient injury. The products have been disposed as the patient has hepatitis.